Event description:
It was reported that a patient came in to the hospital with a broken nail.

Manufacturer narrative:
The associated intertan nail was not returned for evaluation. A clinical investigation noted that no clinical relevant information has been provided to conduct a thorough analysis of the reported issue. A medical assessment is warranted at this time. Our investigation included a review of the manufacturing records for the listed batch which did not reveal any deviation from the standard manufacturing processes. A review of complaint history on the listed part revealed no prior complaints for this failure mode with the same batch number. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.